Manufacturer narrative:
Information references the main component of the system.

Event description:
A patient's family member reported their device is off and no longer providing therapy. In the past, the patient had inadvertently turned it off, so they check the implantable neurostimulator (ins) and found it was off. They turned the ins on and it produced painful stimulation to the patient, so the family member turned it off to resolve the issue. Later, they stated they saw an eos. It is noted that there are no allegations or dissatisfaction with the ins longevity. The ins is indicated for urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported later that the circumstances that led to painful stimulation when device was turn on was indicated that the device had been turned off for over a year and when the nurse turned it back on, it produced immediate pain. It was noted that it was set much higher than was comfortable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.